Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no audio at all. The customer¿s blood glucose level was unknown. The customer reported that device failed the audio test. Customer reported that they were unable to notice difference between 1 to 5 volumes during audio test. Customer reported that the insulin pump did not alarm. Customer declined further assistance. The customer has been advice to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 was present in the device trace download due to broken trace at pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.